Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during a electrocoagulation hemostasis procedure. According to the complainant, the injection gold probe device did not work properly. They increased the power to 30w without a satisfying result. They removed the device from the working channel to check it and clean it, and they reinserted the device into the working channel. When the device came out of the working channel, they saw that the electrode tip had detached from the catheter; the tip was not retrieved. Another injection gold probe device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.